Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep spoke with patient and there is no problem with this device. Because the even was a long time ago, rep cannot definitively answer your questions and rep was not involved in initial event. Either way the patient is fine and happy with her stimulator.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that the ins battery drained fully the other day even though the ins was fully charged that morning. Pt said that the stimulation turned off just now, so they were very concerned. Pt said that they were currently recharging the ins. The controller was at 50% and the ins was at 80% with recharging excellent indicated. Agent had the pt stop recharging the ins and turned the stimulation back on; pt confirmed that the stimulation turned on. Agent asked the pt if they knew what battery level the ins was at when the stimulation turned off; pt did not know. Pt said that they were having back pain so they checked the controller and saw that the stimulation was off. Agent understood that the ins battery got too low and that's why the stimulation shut off. Agent reviewed with the pt that ins battery depletion was based on therapy settings/usage. Pt said that the ins was charged in the morning to 100% and that the ins was d epleted by the afternoon and it had never done that before. Pt said that they had been on the same settings for over two weeks now. Pt then said that the ins was at 70% this morning. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they didn't have a reprogramming appointment scheduled until june 10th. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. When asked for the event date, pt said that it was may 11th or may 12th. The external equipment was working as intended during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.